Event description:
It was reported that during procedure the left ventricular lead had to be placed multiple times due to the failure to advance the guidewire in it. The lead was not used and was replaced. The patient was stable and discharged post procedure.